Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported an excessive amount of particulate from the paper packaging is shedding on the barrel of the syringes and being pulled into the admixture vent-a-hood in their clean room where medications are compounded. This situation can contaminate the medications being mixed and not be visible to the naked eye.

Manufacturer narrative:
Correction: after further review of the complaint details it was determined that this report was submitted in error as the incident does not meet the MDR regulation requirements of a reportable event.